Event description:
Info received from hill-rom field investigation documented the description of the event as a facility's staff member slipped on hydraulic fluid that leaked from the surgical stretcher. The operating room supervisor reports the staff member sustained pulled muscle in their back, bruised wrist, and hit their head on stretcher. The staff member was treated in the emergency room and released. No further injuries were documented.